Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the statement in the initial report of the patient being revived because they were not breathing was an error. It was clarified that the patient was transferred to another ventilator. There was no harm to the patient due to the event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found no diagnostic code/errors relevant to the reported incident. The se found the exhaled tidal volume (etv) were low. The se replaced the exhalation mesh check valve kit and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while on a patient, a 760 ventilator was not recording any volumes. The patient was not breathing and was revived. The patient was removed from the ventilator and placed on an alternate ventilator.